Manufacturer narrative:
Attachment: user facility voluntary medwatch was received on (B)(4) 2014. The report number is mw5035200. One opened sample was received and evaluated. The device passed testing. No leaks were noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver propofol 10mg/ml, at an unspecified rate. After an unspecified length of time, the customer contact reported that the nurse noted a minimal amount of solution leaked from the air filter vent on the piercing pin of the tubing set onto the floor. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.